Event description:
The customer observed falsely elevated alinity c carbon dioxide results generated on the alinity c processing module for multiple patient samples. It was noted that the results were not released out of the lab. The customer stated the initial results were as high as 40 meq/l and the repeated results were normal. The customer¿s normal range is 23 to 31 meq/l. No specific individual patient data was provided. No impact to patient management was reported. Update: on 16jan2024, the customer provided additional information. The customer stated the falsely elevated alinity c carbon dioxide results was caused by the customer¿s water system (millipore). The customer replaced the water filter and flushed the water system as recommended by millipore. The quality controls were within range after this maintenance and no further issue associated with falsely elevated alinity c carbon dioxide results. There was no impact to patient management reported.

Manufacturer narrative:
On 16jan2024, the customer provided additional information. The customer stated the falsely elevated alinity c carbon dioxide results was caused by the customer¿s water system (millipore). The customer replaced the water filter and flushed the water system as recommended by millipore. The quality controls were within range after this maintenance and no further issue associated with falsely elevated alinity c carbon dioxide results. Based upon this new information, this complaint is no longer a reportable event and no additional information will be submitted. Section b5 describe event or problem: this section was updated with the additional information provided by the customer on 16jan2024.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c carbon dioxide results generated on the alinity c processing module for multiple patient samples. It was noted that the results were not released out of the lab. The customer stated the initial results were as high as 40 meq/l and the repeated results were normal. The customer¿s normal range is 23 to 31 meq/l. No specific individual patient data was provided. No impact to patient management was reported.